Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. There was no ivl device malfunction reported. The cause of the tachycardia could not be determined based on the information available. The lot number of the device was not provided. Therefore, review of the device manufacturing and test documentation could not be completed. However, shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to distribution.

Event description:
A shockwave m5+ peripheral intravascular lithotripsy (ivl) catheter was used to a lesion in the superficial femoral artery (sfa). The patient's heart rate increased to 120 to 130 bpm and the patient became tachycardiac. The reported tachycardia stopped shortly after the ivl treatment was stopped and the patients' sinus rhythm was restored. The physician did not continue the lithotripsy treatment. No further patient harm and no ivl device malfunction reported.